Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs found evidence that the sync function was enabled by the user while attempting to use the analyze function. As the device cannot run both functions at the same time, it is normal operation for the device to prompt the user to remove sync when attempting to analyze. Similarly, if the analyze function is enabled and the analysis is in progress or the device is charging, it is normal operation for the device to halt analysis and stop charging when the sync function is enabled. If the user intends to deliver a shock on the r-wave following an analysis, they can do so by initiating an analysis and enabling the sync function after the device has fully charged but before pressing the illuminating shock button. It is normal operation for the device to deliver a shock with the shock button pressed if the sync button is not enabled. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an infant (gender unknown), the device's sync-output time is incorrect. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.